Event description:
The patient contacted baxter's technical service center regarding a drain volume over 6000ml, which occurred on the homechoice (hc) during use during drain 3 of 6. The patient stated that she had no alarms. The patient did not perform an off cycler manual exchange or fill. The patient did not have symptoms and was connected to the cycler. The increased intra-peritoneal volume (iipv) did not occur during or due to off cycler exchanges. The last drain volume equaled 6381ml. The last volume infused equaled 2000ml. The patient's dry weight equaled (B)(6). The largest prescribed fill volume (lpfv) equaled 2000ml. The (drain - lpfv) / lpfv was > 0.6. This met iipv criteria of a drain volume of more than 160% of the lpfv. The technical service representative (tsr) had the patient disconnect and connect to a manual bag to verify the drain was complete. The patient stated the drain flow stopped after she had about two inches of fluid inside the manual bag. The total ultrafiltration (uf) equaled 5097ml. The average drain time equaled 2:19. The average dwell time equaled 30 minutes. The patient felt empty. The patient's weight was (B)(6) after draining and she had started at (B)(6). The tsr called the registered nurse (rn) to notify her of the results. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware of the event and that there was no patient injury or medical intervention. The rn stated the patient had not reported any other drain volumes or other symptoms that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was excessive drain, an unexpected high ultrafiltration (uf) for the therapy compared to other therapies.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.